Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely upon being informed by the biomed that the ups breaker had tripped. However, after resetting the breaker the issue still persisted. Under the rse¿s guidance, the philips field service engineer (fse) and biomed inspected the system and found a tripped breaker between the ups and the x ray system. After it was reset, the system restored normal functionality. After resetting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.